Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on the mechanism rails, pcb, and bottom battery. A tear was identified on the internal portion of the soft cannula, from which fluid was observed to leak. Battery voltages were low due to the internal corrosion. An external power supply was attached to the pcb for downloading. An 0x3d alarm was generated, indicating step sensor asserted before wire driven. The internal cannula tear is confirmed as the root cause of the reported event. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm during operation.